Event description:
It was reported that the pump exhibited a blockage detected error message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: should have been blank on the original report. G3: correction: report source: other, mw5112816.

Event description:
Additional information was received by the manufacturer on 11/1/2022. Patient information was provided. The patient is able to return the devices.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-26701. The report was submitted in error.